Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced a  high blood glucose level and the insulin pump had a blank display. Customer¿s blood glucose level was 522 mg/dl. Troubleshooting for blank display was performed. Customer advised the battery chamber had battery rust on it. Troubleshooting was unable to resolve the issue and the insulin pump was not working at all. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.